Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set which fell off during use after being used for a couple of hours. Patient replaced infusion set and resumed insulin successfully. No further information available.